Event description:
It was reported that the customer was hospitalized for dka. It was mentioned that the customer had difficulties in removing the insertion needle. The set was changed. Bgs were high for at least fifteen hours. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Troubleshooting was not concluded because the customer was changing hospital rooms at the time of call.